Event description:
Customer reportedly received results of 387 mg/dl and 89 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Test strips were not coded correctly. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.